Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) infrarenal extensions to treat an abdominal aortic aneurysm. Approximately eight (8) years post initial implant, a type iiib endoleak was identified during a follow-up CT scan. An intervention is being planned. No further additional information or patient sequalae has been reported at this time.

Event description:
Additional information: an intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. It was reported that the patient was discharges and all is well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an 3b endoleak with a successful endovascular procedure. The final patient status was reported as discharged on the first post-operative day as stable. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records /images available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.